Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set separated from the spike. While spiking a bag of blood for a blood transfusion for a patient, tube that connects to the plastic piece to spike the bag came disconnected and the bag of blood leaked. The spike was still inside the port in the blood bag and just the tubing came separated. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.